Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The patient was tested positive for ketones and also experienced vomitings, headache, cramps and polydipsia. The patient was in the hospital for more than 24 hrs. The patient's blood glucose level was high and was treated with insulin via insulin pen, which resolved the issue. No further information available.